Event description:
This senior medical surveillance specialist spoke with the patient/layperson in 2009, regarding her five days prior, complaint that her onetouch ultra meter would not turn on despite having replaced the battery. The patient reported the following to this specialist. Two days prior to report, the patient's meter would not power on. Unable to test, the patient continued taking her bedtime lantus insulin and a base amount of regular before meals. The patient's regular is usually taken on a sliding scale depending upon the result. On event day, approximately one hour after eating dinner and injecting (according to the patient) 30 units of regular insulin, the patient felt shaky. Knowing her blood glucose was low, the patient drank orange juice and felt better. Although the patient alleged no harm, the complaint is reported due to the patient's symptoms of hypoglycemia she developed when allegedly unable to test. The cca replaced all products.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.